Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pen needle 32g 4mm 14pack xtw cap easily separated causing a needlestick injury. This was discovered after use. The following information was provided by the initial reporter: after connected with the injection pen, the outer needle cap is easily loosened and easily separated from the needle. This causes the nurse to think that the outer needle cap is still on the needle before or after the injection. As a result, the needle will be exposed if it is accidentally touched. Needle stick after use noticed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 32g 4mm 14pack xtw cap easily separated causing a needlestick injury. This was discovered after use. The following information was provided by the initial reporter: after connected with the injection pen, the outer needle cap is easily loosened and easily separated from the needle. This causes the nurse to think that the outer needle cap is still on the needle before or after the injection. As a result, the needle will be exposed if it is accidentally touched. Needle stick after use noticed.